Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that mini engine 2.1 on the anesthesia pyxis station unable to open. A field service engineer inspected station and found damaged mini engine, replaced successfully to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer unable to open. A customer indicated that issue happened during a case but there was no harm to patient, they were able to remove the medication during the malfunction. There were no adverse events or injuries reported based on this event.